Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high." Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer was advised to replace supplies as necessary and resume insulin therapy.